Event description:
Following the electronics performance indicator (epi), an alert was received by the clinician and premature battery depletion was suspected. The device was explanted on (B)(6) 2022. The patient was stable post procedure.

Manufacturer narrative:
The reported event of premature discharge of battery was confirmed. The device was received with normal telemetry communication and normal output. Device image analysis showed momentarily voltage drop and elevated current drain occurred. Visual inspection of the header attachment area detected an anomaly. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was cut open to enable further testing and the battery was found at normal levels, with signs of rapid discharging. Feedthrough leak test was performed, indicating a device hermeticity breach. This is consistent with feedthrough damage as a result of fluid intrusion between the header and case, and subsequent fluid ingress to internal electronics. Hybrid circuitry was tested, and the results indicated normal current drain. A manufacturing process anomaly may have occurred, which resulted in the header bonding anomaly. The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.